Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) worked intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The device serial number is (B)(4) and the manufacture date is 06-march-2015. The event occurred on (B)(6) 2016 and the device was sold to the distributor on (B)(6) 2016, which makes the approximate age of use 4 months. Signs of clinical use and no evidence of blood were observed. There were slight defects observed around the power switch, such as a slight crack on the top part of the cable port. There was also a slight gap on the right side where the power supply cord connects. The device was evaluated for its electrical function according to the service manual using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on . The results of the test are as follows: measured no load voltage test: 5.50 vdc pass (requirement: 5.5 vdc +/- .05 vdc). Measured low current output test: 3.98 vamps dc pass (requirement: 4.0 +/- .05 amps dc). Measured high current output test: 5.99 amps dc pass (requirement: 6.0 +/- .05 amps dc). Certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial number conforms to all applicable product specifications. Based on results of the evaluation and the return condition of the device, the reported complaint was not confirmed for the failure mode "intermittent continuity." Based on the evaluation, the as analyzed failure mode "crack-break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) worked intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.